Manufacturer narrative:
Additional event details: a medtronic representative reported that he assisted a case in the intra-op MRI suite and the I realized that many manipulations of the patient occurred during the case that had the potential to affect the patient tracker position (e.g. Drape over the patient, head antenna (coils), tape, another drape over the entire patient, etc.). It was also noted that they are not using the checkpoint functionality and that they are also using the patient tracker in the mr (unknown if they scanned the patient with it or they removed it, but they are now aware that the patient tracker is not mr compatible). Due to their preference for em navigation, the rep recommended that they remove the patient tracker for the MRI, and to perform a checkpoint alignment when they replace it. The checkpoint functionality was demonstrated during the case with the surgeon, and with another surgeon during a subsequent demo using a model head. The rep recommended that the site staff perform a checkpoint on the skull for all the procedures performed in the operating suite. The rep also showed them how to use alternative mr compatible navigation equipment. The em navigation accuracy was also checked by a medtronic representative and found to fully functional. The software investigation found that the reported event was unrelated to a software issue. Per follow-up from the medtronic representative at the site, there was a lot of manipulation of the patient during the procedure that would have affected the patient tracker position (e.g. Drape over the patient, head antenna (coils), tape, another drape over the entire patient, etc.). The site has been instructed on proper use of system. The software functioned as designed.

Event description:
A site representative alleged that, while in a cranial tumor resection procedure, their navigation system was approximately 2mm inaccurate laterally. The patient was registered accurately using tracer with axiem on a mr-t1 registration series. After the registration, they merged a white matter fiber track magnetic resonance imaging (mr) to the registration exam, at this point they noted the exam was inaccurate. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient information, referencing canadian privacy laws.(B)(6) 2014, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.no parts have been returned to manufacturer for analysis.